Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/30/2016 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A cracked battery compartment was found below the grip pad to case seal. Dim display with reddish text was found. The pump casing was cracked at the top right corner between display lens and pump seal. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack and a dim display. This report is made based on results of investigation completed on 06/30/2016.